Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no suction pressure in the reliavac evacuator and the device was not used.

Event description:
It was reported that there was no suction pressure in the reliavac evacuator and the device was not used.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), silicone bulb evacuator. Visual inspection of the sample noted no obvious visual observations. The bulb evacuator was squeezed, and the port was then closed shut. The device immediately suctioned when the bulb was released. The device met specification. No root cause could be found because the reported event was unconfirmed. A review of the device history record is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.